Event description:
It was reported that the procedure was to treat a tight stenosis in the sub-clavian (off-label). While attempting to position the stent in the lesion; which involved quite a bit of torquing, the stent dislodged onto the guide wire. The stent delivery system was removed, and a snare device was used to retrieve the stent. Another company's stent was used to treat the lesion. There were no patient effects reported.